Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the coronary sinus was dissected by inner catheter. No further intervention was performed. The patient was in a stable condition.